Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that he woke up with a very high blood glucose and had a bent cannula. Customer stated that the insulin pump did not alarm him. Customer's blood glucose is 470 mg/dl. Customer treated half manually and half with the pump. Customer stated that he does not have the tubing clamps. Customer will be shipped the tubing clamps and was advised to call back to continue troubleshooting. Customer stated that he already changed his entire infusion set and performed a self test on the pump.